Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.

Event description:
During a laparoscopy procedure the safety shield would not retract. The surgeon applied another device to complete the procedure.